Manufacturer narrative:
The cause of the reported event was traced to the setting of the overpressure relief valve of this unit. The reporting hospital had this valve set at approx 45cmh2o. This setting was too low for this patient. Therefore, part of the delivered breath was diverted to atmosphere and part was delivered to this patient. This unit was evaluated by the manufacturer and was verified to operate within specifications. There was no malfunction of this unit.